Manufacturer narrative:
Follow-up 07/14/2016: customer reported that they spoke with their health care provider regarding the low blood glucose event and adjustments were made to the customer's correction factor and basal settings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 57 (mg/dl). Customer consumed juice and fruit to treat the low bg level. Customer indicated that they contact their health care provider to discuss diabetes management.

Manufacturer narrative:
Pump data recorded a bolus request during the morning of the event date and a change to the basal insulin rate at noon. A low bg level was recorded during the night of the event date.